Event description:
It was reported that during a knee replacement the distal tip of the femoral canal brush broke off in the femoral canal during use. The surgeon made the decision to leave the tip in the patient.

Manufacturer narrative:
The device was not available to be returned to the manufacturer. An investigation is anticipated using a review of batch records and product from the same lot.